Event description:
Emergent surgery for acute embolus. Developed a hematoma in right groin at site of sheath. Cut-down done at right groin area, where a hematoma was removed, and sheath found to have a 3mm hole in it.